Manufacturer narrative:
Block h6: ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the total exam acquisition duration was of 58 minutes with a localized peak incident dose of 7.56 gy. System calibrations were within specifications. No system malfunction has been identified. The most probable root cause for this high dose exam is an inappropriate selection of protocol and exposure settings for an exam on a large patient. Those settings are determined by the physician based on her/his clinical judgment for the exam needs. Detailed dose reduction instructions are clearly provided in the innova operator manual. These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. No further action is required at this time.

Manufacturer narrative:
All patient information was not provided by the customer. No system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. Full UDI is (B)(4). Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2020. Total exam dose was 7.5 gy during which patient received a localized peak skin dose of 7.2 gy in the same body area. Patient did not have an injury following this.